Event description:
It was reported that during the preparation, the stent was damaged. The procedure was completed with another of the same device and there were no known patient complications reported.

Manufacturer narrative:
Block h6 has been updated based on the additional information received on september 12, 2025. The complaint was originally assessed conservatively for a tria firm ureteral stent, stent shaft break. Additional information was received on september 12, 2025, confirming the event, the stent was damaged, as coil detachment of device or device component. Although this can result in a clinically insignificant delay of the procedure, this event is unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, boston scientific no longer considers this to be a reportable event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during the preparation, the stent was damaged. The procedure was completed with another of the same device and there were no known patient complications reported.